Event description:
It was reported that the customer had a blood glucose level over 500 mg/dl. Customer had symptoms of high blood glucose levels such as dry mouth. Customer did not contact their health care professional and stated that they do not have a back-up plan. Customer stated that she is thin and needs to gain weight. Customer may have issues with her site. Customer was advised to consult with her health care professional about different parts of the body that may absorb insulin differently. It was found that the customer always has air in the tubing when there is not much insulin left. Customer stated that the bubbles were the size of champagne bubbles. Customer does not have a bent or occluded cannula. Customer had a lot of broken blood vessels in her legs and it is hard to find a good site. Customer was also assisted with priming the pump. Customer was advised to change the entire set, reservoir, and insulin. No further assistance needed.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.